Event description:
Medtronic rep called to report the surgeon was 1 cm inaccurate with the apt and probes when using the treon sys for a spine procedure. Surgeon continued with navigation. No impact on pt outcome reported.

Manufacturer narrative:
Per RMA a replacement camera was sent to site. Upon investigation of the returned camera, tracking was found to be normal during a functional test. The psu passed an aak test. No problem found. Did not cause event.